Event description:
The reporter stated that when the packaging was opened an aq2010v 3 piece silicone lens haptic was bent. No patient contact. However, when the product was returned surgical residue/debris was on the lens. More information has been requested from the user facility, but none has been forthcoming.

Manufacturer narrative:
A work order search was performed for the lens. Visual inspection of the returned product showed that one haptic was flat and the other haptic was angled. A small tear was noted on one lens haptic at the optic's edge. Surgical residue/debris on product. A lens work order search was performed and no similar complaint was found within the work order. (No conclusion can be drawn): based on the complaint history, work order search and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.